Event description:
The patient had an embolization of intracranial aneurysm. Size is 5x5.5mm. The surgeon felt obstructed during deployment. The stent (enc452212/10293169) could not reach to target lesion after half deployment. The surgeon had to withdraw them as a unit and changed another stent and microcatheter (details unknown) to complete. No adverse event occurred. The initial microcatheter used was a select plus 150/5 cm (606s255x/15916706).

Manufacturer narrative:
Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10293169. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The product will be returned for analysis; however, it has not been received. Additional information will be submitted within 30 days of receipt. This is 1 of 2 reports associated with (B)(4). Concomitant medical products: select plus 150/5 cm (606s255x/ 15916706); new microcatheter (details unknown); new stent (details unknown).

Manufacturer narrative:
The patient had an embolization of intracranial 5.0 x 5.5mm aneurysm. The surgeon felt resistance during deployment of the enterprise stent (enc452212/10293169) which could not reach to the target site after half deployment. The surgeon had to withdraw the stent and the microcatheter as a unit and changed to another stent and microcatheter (details unknown) to complete the procedure. No patient adverse event occurred. The initial microcatheter used was a select plus 150/5 cm (606s255x/15916706). One non-sterile enterprise vrd and delivery was received coiled in a plastic bag. Half of the enterprise was received inserted in a prowler select plus microcatheter involved in complaint (received under (B)(4)). Both units were inspected and no damages/anomalies were found. Coil tip and stent were observed under microscope and no anomalies were noted. Functional testing was performed. The enterprise was advanced through involved microcatheter (received under pi 1-kfgrln) and it passed completely through microcatheter. The stent was fully deployed. After deployment, the enterprise was withdrawn without any issues. A constant flush was maintained during advancement. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 10293169. The history records for both devices indicate these products were final inspection tested there were no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The resistance during deployment and withdrawal difficulty reported by the customer were not confirmed. The enterprise was tested with the involved prowler select plus microcatheter and the stent was fully deployed, also the delivery wire was withdrawn with no issues. The cause of the event experienced by the customer could not be conclusively determined, however analysis and DHR review indicates that the device did not present any obvious indication of manufacturing defect or anomaly that could contribute to the event as reported. It is possible that procedural factors or handling may have contributed with the reported condition since the records indicated that the product met specification prior shipment. No corrective actions will be taken at this time. This is 1 of 2 report associated with (B)(6).